Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette the proper amount of sample into well position b6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.